Event description:
Pt had coolsculpting of lower abdomen on (B)(6) 2016 and flanks on (B)(6) 2016. No complications at time of procedures. On (B)(6) 2016, pt reported that since (B)(6) 2016, he experienced enlargement of fat in the lower abdomen area including flanks and stretch marks of the right lower abdomen area.